Event description:
Revision of asr cup/xl head. Components were revised due to a mass visible on MRI around components and the pt's raised chromium levels.

Manufacturer narrative:
No 510(k) number provided because this implant was sold internationally with different indications for use; it was sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event: however, it was noted that the ultima unipolar head adaptor sleeve is not part of the asr system and may prevent the taper sleeve locking on the stem. It is not possible to comment without the parts and an indication from the surgeon as to whether the head was locked on the stem. The x-ray review also noted that the cup angle is ~46 degrees with version. The angle of the lateral x-ray shows possible radiolucent lines at the mouth of the cup but this may be the angle of the x-ray. The femoral side has an unusual neck cut. There appears bone loss in the area of the greater trochanter, this may be from primary surgery, or, may be progressive it is not possible to tell from 1 x-ray. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: revision of asr cup / xl head. Components were revised due to a mass visible on MRI around components and the patients raised chromium levels. Surgeon revised components early to avoid further complications. Surgeon retained components for his own analysis. The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event: however, it was noted that the ultima unipolar head adaptor sleeve is not part of the asr system and may prevent the taper sleeve locking on the stem. It is not possible to comment without the parts and an indication from the surgeon as to whether the head was locked on the stem. The x-ray review also noted that the cup angle is ~46deg with version. The angle of the lateral x-ray shows possible radiolucent lines at the mouth of the cup but this may be the angle of the x-ray. The femoral side has an unusual neck cut. There appears bone loss in the area of the greater trochanter, this may be from primary surgery, or, may be progressive it is not possible to tell from 1 x-ray. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.